Event description:
It was reported by repair work order that the casters molding was cracked around the bearing so the casters could not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.